Manufacturer narrative:
(B)(4). Method: a CAPA was completed for directcheck starting with lots manufactured in june 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. It is unk if the user was using the protective sleeve at the time of the injury. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports end user was injured from a piece of glass when using the directcheck quality control. It is unk if user was using the protective sleeve at the time of the incident. There was no report of serious injury or administration of medical treatment.